Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and frequently charging the ipg for longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.